Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Event description:
The patient experienced a surgical revision to the right knee due to pain. There is no indication of a device problem or malfunction. No additional information is provided.

Manufacturer narrative:
Pain and surgical intervention or device revision are known risks for patients with total joint replacement or joint surgery. There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the underlying conditions of the patient. This device is used for treatment not diagnosis.